Event description:
N/a.

Manufacturer narrative:
Additional contact information: (B)(6). A getinge field service engineer (fse) was dispatched to investigate the unit. To resolve the issue the fse replaced the ECG connector. Device passed all functional and safety tests according to factory specifications. The defective components were received for further investigation. The failure analysis and testing dept. Received ECG connector. The fat performed a visual inspection and found the part to have a piece on the ECG connector broken. Please see attachment. Fat was able to verify the reported failure. Retaining the part in the failure analysis and testing department per procedure number (B)(4) rev. Ap. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check performed by the customer the, cs300 intra-aortic balloon pump (iabp) had a broken ECG connector. There was no patient involvement reported.